Manufacturer narrative:
(B)(4) this is the patient's second rns neurostimulator which was implanted on (B)(6) 2017. The patient was initially implanted on (B)(6) 2017 and underwent a routine battery replacement on (B)(6) 2017.

Event description:
The patient fell on ice causing the rns system incision site to dehisce. There was no infection observed via gallium scan; however keflex was prescribed prophylactically. No further information was provided by the treating center.